Event description:
The event involved a primary plumset, pe lined tubing, 107 inch. The customer reported that the "fluid would not drip down" during infusion. There was no report of human harm as a result of this event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One used 142480489 primary plum set was received for inspection. The product was attached to an ICU medical-provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of no flow was unable to be replicated or confirmed. A device history record review could not be conducted because no lot number was identified. D9 - date returned to mfg: 23aug2023.